Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that the system does not work. Review of the log file showed that lateral image processing pc (ippc) malfunctioned during system startup. Fse installed the software for the image processing pc (ippc). After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20/15 system did not work. It was later indicated that there was no exposure. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.